Manufacturer narrative:
Initial reporter phone number: (B)(6). Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the return line adjacent to the deaeration chamber on a prismaflex m100. The event occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample and a photo of the impacted set was provided. The visual inspection of the picture did not identify any specific issue on the set.. A pressure test was performed on the sample and an external fluid leak was observed from the return line connected to the deaeration chamber due to a hole in the line. The report condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.